Event description:
The pt received her scs system on (B)(6) 2011 including a paddle lead. It was reported that the pt experienced numbness in both legs. As a result, the pt's lead was explanted. The pt's doctor is unsure if the issue was product related. Attempts to gather add'l info have been unsuccessful. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.